Event description:
It was reported that post a stenting treatment procedure, a stent foreshortening occurred. The target lesion was located in the posterior descending artery (pda). A 2.25x20mm promus element stent delivery system (sds) was advanced to the lesion and the stent was deployed. Post stenting, ivus was performed. Three months later, cine revealed that the stent was shortened longitudinally. The physician was concerned that the distal end struts had shortened, however no additional intervention was required. No patient complications were reported and the patient's status is stable. Additional information has been requested and is not available.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).